Event description:
The customer contacted baxter's technical service center for assistance re-priming the patient line. The home patient (hp) stated there was air in the patient line and he already connected. The baxter technical service representative had the hp start over with new supplies. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should a sample become available, a follow-up report will be submitted upon completion of the evaluation.